Manufacturer narrative:
Date of event: (B)(6) 2021. The olympus endoscopy support specialist (ess) observed the user facility was using a pistol to flush the channel with detergent, water and air, not using the correct brush when brushing the scope and incorrectly depressurizing the scope from the leak tester. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The user facility was provided with information on the correct brushes and pricing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility requested reprocessing in-service for uretero-reno fiberscopes and cysto-nephro fiberscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scopes were being reprocessed incorrectly. No patient involvement was reported. This is report one of two. Patient identifier (B)(6) corresponds to the uretero-reno fiberscopes.

Event description:
The endoscopy support specialist (ess) provided additional information regarding the onsite visit. The customer was using a third party brush, which was not the correct size for the channel of the brush. The customer also disconnected the leak tester from the scope prior to turning the leak tester off first. Serial numbers of the scopes observed during the visit were not captured.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. As the device has not been returned for evaluation and the serial number is unknown, both a device history record (DHR) review and device evaluation are unable to be performed. The investigation was unable to determine the exact cause of the issue. The most likely cause was related to human error. The cleaning, disinfection and sterilization procedures section in the instructions for use (IFU) instruct the users to use the following brushes: ¿channel cleaning brush (bw-15b) channel-opening cleaning brush (mh-507)¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. As the device was not returned for evaluation and the serial number is unknown, both a device history record (DHR) review and device evaluation are unable to be performed. The investigation was unable to determine the exact cause of the issue. The most likely cause was attributed to human error. The cleaning, disinfection and sterilization procedures section in the instructions for use (IFU) instructs the user on how to clean the device. The IFU instructs the users of the correct brush to use in the manual cleaning section of the IFU: ¿channel cleaning brush (bw-15b). Channel-opening cleaning brush (mh-507)¿. Repeated attempts were performed to obtain additional information from the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.